Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(6): the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient went to the emergency department with complaints of chest pain, a sensation of overpacing, and tachypnea. No action was taken but the event was resolved that day. Four days later, a widening of the qrs duration was noted and x-ray showed the left ventricular lead had dislodged. The lead was explanted and replaced. No further patient complications were reported as a result of this event.